Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the device stored episodes consistent with electromagnetic interference (emi). It was noted that the patient was in the lake near a dock with power at the time of the episodes. The device remains in use. No patient complications have been reported as a result of this event.